Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a polyflux 170 h dialyzer. At the beginning of treatment the machine alarmed "blood leak detected", the nurse observed an internal blood leak and an external blood leak between the dialysate port of the dialyzer and the hansen-connector. Treatment was stopped and the blood in the extracorporeal circuit was not returned resulting in an estimated blood loss of 300 ml.